Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported via a distributor that the inner blade broke off in the sinus of the patient during an endoscopic sinus procedure. The broken piece was retrieved from the patient with the use of a scope. The surgeons noted that there was no change in approach or any different technique not usually conducted for this type of procedure. There was no known patient impact reported.

Manufacturer narrative:
Analysis found the distal tip of the inner cutter of the device had lifted out of the outer tube. The distal tip outside diameter of the inner cutter showed a turned/machined finish when compared the remainder of the tube. A fracture occurred at the first proximal tooth valley. The assemblies were deformed in such a way that indicates the inner blade teeth impacted the outer cutting edge at the 2nd proximal valley while moving in a ccw direction. There was uneven wear at the cutting tip which indicates an interference fit between the inner and outer assemblies at the tip. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that there was no patient impact. A back up blade was used, utilized and scenario was not duplicated.